Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was stuck in a transmitter pairing loop. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined. In addition, signal loss over one hour was found in connection to the reported allegation. The reported event of the device was stuck in a transmitter pairing loop is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share log was performed and confirmation of the allegation and probable could not be determined.